Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during surgery on a male pt's right eye, the surgeon could not perform phacoemulsification (phaco). Initially, they changed the handpiece and the phaco tip. The surgeon was still unable to phaco. Then they replaced the tubing and the surgeon was able to perform phaco. No pt harm was reported. Additional info has been requested.